Event description:
It was reported that the insulin pump had problems once a week and also sounded false alarms. The blood glucose reading was 209 mg/dl. The customer reported that he missed a bolus at breakfast but did not receive an alarm; he was advised that he did not receive the alert because he had bolused. He received a high blood glucose alarm and treated accordingly. He noted that the insulin pump should not have alarmed high at 240 mg/dl because the high was set to trigger at 250 mg/dl. He reported that the insulin pump also showed a low sensor glucose warning of 64 mg/dl, when the sensor glucose reading was 75 mg/dl and the blood glucose reading was 161 mg/dl. He also observed calibration error and change sensor alarms. He had a high blood glucose warning of 251 mg/dl and a lot of active insulin, so he reported that he let the bolus go. No alarms were observed that day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-55183.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specification with accurate readings. Unable to confirm the insertion anomaly due to the product being returned opened/used.